Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) examined the system on-site and found the flex vision computer drive bays were not powered up. After reviewing the log file, fse confirmed the reported malfunction. Upon troubleshooting, fse found to be issue with the defective disk bay in flex vision pc. To resolve the problem, fse resetting the device. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flex vision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction number z-1151-2024. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not boot up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported.philips has started an investigation of this complaint.